Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) of the popliteal and the tibio peroneal trunk using an indigo system aspiration catheter 7 (cat7), a lightning aspiration tubing (lightning) and an indigo system separator 8 (sep8). During the procedure, the physician completed multiple passes using the cat7 and sep8. Next, the sep8 bulb was noticed to be sheared off in the patient based on fluoroscopic imaging. Subsequently, the physician attempted to aspirate the sep8; however, the sep8 could not be removed. Therefore, the sep8 was removed via open surgical embolectomy. It was reported that the surgical embolectomy was required regardless of the sep8 bulb breaking off because the entire clot burden could not be aspirated with the cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned sep8 confirmed that the bulb was fractured off the distal tip of the delivery wire. If the sep8 is repeatedly manipulated against resistance in tough clot burden, the device may become fatigued. If the device is continued to be manipulated against resistance after fatigued, it may subsequently fracture. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.